Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during follow-up visit, there was apparent lead fractures confirmed on x-ray. The physician removed the fractured portions and replaced with extension (6981m). No patient complications were reported as a result of this event.